Event description:
Received information that a patient may have experienced sterile infiltrative keratitis but microbial keratitis could not be definitely ruled out. The patient may have been wearing this lens type at the time of the event. Approximately 15 months following the lens fitting, patient presented with complaints of right eye pain, light sensitivity and redness. Exam revealed best corrected right visual acuity: 20/20, uncorrected right visual acuity: 20/30, with >two central, anterior stroma corneal infiltrates, largest <0.5, with pinpoint overlying stain. No culture was taken. Practitioner diagnosed non microbial/sterile keratitis related to contact lens wear and treated with tobradex eye drops. Patient was seen following resolution of the event with right eye corrected acuity 20/20.